Manufacturer narrative:
On 07-oct-2016 product investigation results: reporter returned two oral-b floss action brush heads and one precision clean brush head on 16-aug-2016. The evaluation of this complaint was done based on the return. No failure identified.

Event description:
If I turn it on and have it upside down towards the floor the brushhead will fall right off [device breakage]; as soon as I angle the brush to put in my mouth the brushhead will come loose [device connection issue]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that as soon as she angled her oral-b power rechargeable toothbrush handle vitality 3709 to put in her mouth the oral-b brushhead, version unknown would come loose. She further described that if she turned it on and had it upside down towards the floor, the brushhead would fall right off. She noted that this started happening about a week or two ago, and the toothbrush had not been dropped. She asserted that she purchased two packages of 3 brushheads and all of them had been like this; she always used the same exact brush head. The scratch test revealed a genuine oral-b product. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
If I turn it on and have it upside down towards the floor the brushhead will fall right off [device breakage]; as soon as I angle the brush to put in my mouth the brushhead will come loose [device connection issue]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that as soon as she angled her oral-b power rechargeable toothbrush handle vitality 3709 to put in her mouth the oral-b brushhead, version unknown would come loose. She further described that if she turned it on and had it upside down towards the floor, the brushhead would fall right off. She noted that this started happening about a week or two ago, and the toothbrush had not been dropped. She asserted that she purchased two packages of 3 brushheads and all of them had been like this; she always used the same exact brush head. The scratch test revealed a genuine oral-b product. No symptoms developed.